Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/24/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information requested and the following was obtained: 1. Although the stitch was monofilament, it was observed that the threads were separated while knotting. 2. No images are available. 3. Another device was used from another lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant with "the suture was lint in the transitions, although the suture was monofilament"? Does the suture exhibit fragments of the product coming off the strand during use or was the lint a visual or cosmetic defect associated with the suture? Are there photos of the device available for review? How was the procedure completed ?

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on an unknown date in 2021 and suture was used. During the procedure, it was observed that the tip of the needle was blunt and the suture was lint in the transition. No adverse patient consequences were reported. Additional information was requested.